Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5078902/5079702, model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced undesired stimulation in the chest area when stimulation was active or off. It was also noted that the device was not giving much relief and causing more pain. The patient underwent an explant procedure and was doing well postoperatively.